Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the device is not helping when they are in a car. Patient said when they are in a car the vibration triggers their bladder. Patient said one of the main reasons they got the device was for travel. Patient services asked if the eval helped w/ symptoms while patient was in a car and the patient said they didn't try it. Patient said they were nauseated for about a week after the implant procedure. Patient said they were nauseated from an antibiotic they were given. Patient said the week they were nauseated they didn't have any issues w/ their symptoms and stimulation was off. Patient services reviewed how to change programs and recommended a voiding diary. Agent did not ask about the circumstances that led to the reported issue.